Event description:
Small fibers of tampon coming off, bothered me- vagina [foreign body in reproductive tract]. Internal sensitivity within vagina (and irritation) [vaginal disorder]. Internal (sensitivity within) vagina (and) irritation, uncomfortable [vulvovaginal discomfort]. Internal (sensitivity within) vagina (and) irritation, uncomfortable - tampon [medical device site discomfort]. Uncomfortable upon removing tampon [complication of device removal]. Small fibers coming off tampon [device breakage]. Case description: consumer reported via phone that small fibers from tampon were coming off. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.